Event description:
Proxy biomedical was notified on (B)(6) 2013 via email by the polyform distributor ((B)(6)) that they have received a complaint on (B)(4) 2013 regarding a polyform product from a pt's legal representative. The complaint states that following implant of polyform mesh, a pt suffered injury including vaginal erosion, recurrent urinary tract/bladder infections, mesh erosion, bladder perforations, incontinence, and abdominal and pelvic pain. The date of implant of the mesh is (B)(6) 2006. The pt is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6). The physician who treated the patient is unknown. The implant involved in this complaint is a polyform synthetic mesh - part number is 840-240, a 10cm x 15 cm mesh. The lot number of the polyform implant is c000022. Manufacturing date on 12/13/2005; expiry date on 10/31/2006.

Manufacturer narrative:
Method: device was not returned for evaluation. Conclusions: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).